Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 12/05/2023, it was reported that the pediatric patient experienced nausea and stomach cramps. The patient¿s cgm was reading 6.2 mmol and the bg meter was reading 29 mmol. The patient was at school and was treated by a diabetes emergency team within emergency medical services that was near the school. The patient was treated with an insulin injection. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.